Event description:
Ablative procedure was being done. When the catheter was pulled from the la across the spetum, the catheter sensor failed and error message was noted. Cable changed with no results. A new catheter was used and the procedure was completed without further incident.